Event description:
It was reported that a patient using the iLet Bionic Pancreas experienced frequent overnight low or trending-low alerts that awakened the patient and led to treatment with oral glucose, and the patient requested target adjustments to prevent these alerts; the medical device problem and device component were not specified due to insufficient information. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and clinical team. Investigation of this case revealed no findings available and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.